Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the bending and indentation of the rigid pipe was caused by a component failure of the rigid pipe, and the image's field of view was misaligned due to a component failure of the charged coupled device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rigid video laparoscope exhibited bending and indentation of rigid pipe and the image's field of view was misaligned. There was no patient involvement.